Event description:
The customer reported that after the device had been used successfully for the first half of the procedure, the device was removed from the surgical site. When the surgeon went to use the device for the next part of the procedure, it was noticed that the active blade was bent. The staff attempted to straighten the blade and part of the active blade disengaged. Nothing fell into the pt cavity. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.